Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log and functional testing were performed. Functional testing and the alarm log review revealed that the device presented an f-38 alarm. Visual inspection determined that the cause of the reported condition was force sensing resistors (fsrs) that were out of specification. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.